Manufacturer narrative:
Corrected information provided regarding the patient code. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product's acceptance criteria. Samples received by a company representative and sent to manufacturing site.

Event description:
This is one of ten reports being filed for this facility. This report is for the event occurred on (B)(6) 2015 with three knives from three lots.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that during his surgery day, three knives from three lots were used that did not cut. A stand alone knife was used as a substitute and the procedures were completed with no impact to the patients.

Manufacturer narrative:
Evaluation summary: two opened clearcut hp2 2.2 db slit knies were received for the report of did not cut. The samples were examined per facility procedure and were found to be visually nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the samples. The customer reported one lot number, however, the investigating site received one sample with the reported lot number and one additional sample with a second lot number. A review of the related device history records (DHR) for the two lot numbers received has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, another corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: two opened clearcut hp2 2.2 db slit knifes were received for the report of did not cut. The samples were examined per facility procedure and were found to be visually nonconforming with damaged tips and cutting edges. Penetration and sharpness testing could not be performed due to the damage of the samples. The customer reported one lot number, however, the investigating site received one sample with the reported lot number and one additional sample with a second lot number. A review of the related device history records (DHR) for the two lot numbers received has been performed; no anomalies were found. The product was released based on the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. A root cause cannot be determined for the complaint as described by the customer. The exact root cause for the damaged knife is unknown, therefore specific action with regards to this complaint cannot be taken. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the damaged tip and cutting edges exhibited on the returned opened samples, are removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. A training presentation on handling techniques was prepared under a corrective action and will be provided to the account representative for this entity to discuss proper handling of blades. In addition, another corrective action has been initiated to investigate an increased trend in dull blade complaints and to identify if further actions are warranted. An effectiveness check will also be established and monitored upon completion of these actions. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in h.6. Regarding the patient code. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the product's acceptance criteria. Samples received by a company representative and sent to manufacturing site.

Event description:
This is one of ten reports being filed for this facility. This report is for the event occurred on 12/02/2015 with three knives from three lots.